Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose 10 minutes before was 125-126 mg/dl. The customer also reported that the while delivering bolus insulin pump gave error alarm. The customer was able to rewind the insulin pump and it also passed the self test. The insulin pump will not be returned for analysis.